Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by manufacturer - additional. H2: type of follow up - additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation - additional.

Event description:
It was reported that the transmitter unpaired itself. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause.

Event description:
It was reported that the transmitter unpaired itself. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).